Manufacturer narrative:
This is a final report. The root cause for the malfunction is maintenance deficiency. The malfunction resulted from an improper service activity by a third party field service engineer (fse), who did not follow the manufacturer's instructions. The service activity occurred half a year prior to the incident. After dismantling the optics carrier fixation to the swing arm of the surgical microscope stand, the third party fse improperly re-used the screws when attaching the optics carrier after service. According to the manufacturer's instructions, the old screws must be exchanged with new screws after service and the manufacturer instructed to never to use screws twice. Re-using the screws twice allowed all three screws to get loose over time, which subsequently caused the optics carrier to fall down unexpectedly.

Event description:
Leica microsystems ((B)(4)) (B)(4) received a complaint on (B)(6) 2017 from (B)(6) stating that on (B)(6) 2017, the optics carrier of a leica m300 fell onto patient's head during an ear examination.